Event description:
The customer reported that on (B)(6) 2009, the lh750 hematology analyzer did not flag a sample from one patient for monocyte blast cells. The customer performed a manual differential on the sample and 10% monocyte blast cells were observed. There were no erroneous results reported outside of the laboratory. There were no reported changes to patient treatment as a result of this incident.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. An analysis of the test data associated with this patient sample indicated an abnormal monocyte population was present; however, the software algorithm of the lh750 analyzer was not sensitive enough to this pattern in order for the instrument to generate flags for monocyte blast cells. This appears to be a sample-specific issue and field service was not dispatched to the site.